Event description:
It was reported the patient's ipg became inoperable. The patient was unable to establish communication between the ipg and external devices for about two months. A sjm representative confirmed the communication issue with multiple external devices. Surgical intervention will be taken a later date to address the issue. Actual event date is unknown at the time of reporting.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the scs ipg was explanted and replaced with a new one. Reportedly, effective stimulation was restored.

Manufacturer narrative:
Result: the report from the field was confirmed. As returned, the ipg did not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the auto tester. All tests passed. The cause for the depleted battery cannot be addressed due to lack of data and charging information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.